Event description:
It was reported that there was a problem recharging, and a coupling or communication issue. An antenna locate was done and resulted in a power on reset (por) message being displayed on the recharger. This then led to a normal recharging screen. The patient was given instructions on how to clear the por. It was further reported that the patient has been in severe pain since (B)(6) 2012. The patient has reportedly had 11 back surgeries and that one of her health care providers (hcp) had damaged her spinal cord to the point where she was leaking cerebrospinal fluid (csf). It was noted that the patient did not relate this damage to the reported event. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).